Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was not a teardrop cover on a bd micro fine plus¿ pen injector needle when the customer opened the package. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: one open 31g x 5mm pen needle sample and three photos were returned from lot. No. 7024670, cat. No. 320129. Visual examination was carried out on the returned sample and photos and evidence of a teardrop label being applied was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.